Event description:
The customer reported via phone call that they had repeated low battery alerts with new battery insertions. Customer reported waking up a blood glucose of 364 mg/dl. The customer also reported a battery out limit alarm occurring. The customer also stated a off no power alert occurred without a low battery alert prior. Customer reported no damage to their battery cap. The customer was advised to monitor their insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.